Manufacturer narrative:
The device was returned to resmed technical service center for evaluation. The evaluation confirmed the display failure. A technical evaluation determined that the device failure was due to a software issue. The main pcba was replaced to address this issue. Resmed's risk analysis for this failure mode concludes that the risk is acceptable. (B)(4).

Event description:
Imp # (B)(4).

Manufacturer narrative:
The device was returned to the resmed technical services in the (B)(4). The investigation methods, results, and conclusion are not finalized at this stage. (B)(4).